Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel assy harness wire, and broken door lower hinge. Replaced broken ail sensor right side, and corroded right,left iui. Replaced damaged door latch. Lvp lifted keypad recall completed. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 24may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to wire harness damage of the lvp mech assy 8100 m2. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. The bezel was replaced. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. The bezel was replaced. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
H9 continuation: z-2718-2020 & z-2700-2017. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel assembly harness wire, door lower hinge, ail(air-in-line) sensor, door latch and corroded right/left iui (inter-unit interface). Lvp lifted keypad recall completed. During servicing faulty sear was identified. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Based on the findings, service determined that the reported issue was due to damaged wire harness(lvp mechanical assembly). Device history record: a review of the device history record showed the device had a manufacture date of 24may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did confirm/not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. The bezel was replaced. No additional information was provided. There was no patient involvement.